Event description:
Medications for the similar names. Obstetrics requested that pharmacy stock lamicel and we thought they meant lamisil, the anti fungal. But, lamicel is a synthetic osmotic cervical dilator used to induce labor. MFR is merocel.